Manufacturer narrative:
Additional manufacturer narrative: the device was not returned to edwards for evaluation as it remains implanted. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Based on the information received patient factors and progression of valvular disease led to the event. Trends will continue to be monitored through the use of edwards quality systems and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, edwards learned a patient with a 21mm aortic valve implanted seven years, 10 months, required transcatheter valve-in-valve intervention due to symptomatic aortic stenosis. The patient presented with shortness of breath with rest and exertion. A 23mm transcatheter valve was implanted inside the failing 21mm valve in the aortic position. There were no complications. There was good hemostasis at the end of the procedure.